Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that one day post-implant, the patient received a pneumothorax. A chest x-ray showed the lead had perforated the myocardium and up to the lung. The patient underwent pericardial puncture to remove the blood. The lead was explanted and replaced.